Event description:
Please disregard the report and void it from your system because correspondence received from warsaw site that the complained product should actually be a hip product and not a trauma product. Due to the hip product being unknown (not sure if zb product), this complaint should be set to 'not a complaint'.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additional and corrected information are filled in the following fields: please disregard the report and void it from your system because correspondence received from warsaw site that the complained product should actually be a hip product and not a trauma product. Due to the hip product being unknown (not sure if zb product), this complaint should be set to 'not a complaint'. Zimmer gmbh considers this case as not a complaint. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: as the design ownership of the product was not clear upon receipt of this complaint, this incident have been previously reported by zimmer biomet ((B)(4), USA) with the number: 0001822565 - 2019 - 01263. Now it is clear that the product is zimmer biomet ((B)(4)) design. Therefore this report has been submitted.

Event description:
A patient is pursuing a product liability claim. It was reported the patient had an intramedullary nailing for a right sub-trochanteric femoral fracture; during the procedure the c-arm pushed against the non-operative leg, which was up in a stirrup, dislocating the left hip. The patient was reduced satisfactorily.